Event description:
It was reported post procedure, the pt has paresis of nerve IV and the issue was resolved. No other complications were reported with the pt as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for eval. (B)(4).